Manufacturer narrative:
The act, esc and down arrow buttons did not respond due to an unlocked lcd keypad connector. The button responded properly after locking the lcd keypad connector. The pump passed the idle current test. Unable to perform the run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that it is on and off during esc key and down key sometimes does not work. Customer was not able to do a set change due to down key not working. Customer was advised that pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with syringe. Customer declined to troubleshoot for high blood glucose.